Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a puncture closure of a common femoral vein was attempted using a proglide device with a 6f sheath after a flutter ablation interventional procedure. The proglide device was pre-flushed with saline prior to use. A femoral angiogram was not performed. Reportedly, no bleed back was seen from the proglide marker lumen. The device was successfully re-flushed with saline. Bleed back from the proglide marker lumen was not seen after the re-flushing of the marker lumen. The proglide device was removed from the patient anatomy and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.